Manufacturer narrative:
X-ray pictures were received and will be reviewed within the investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
Additional concomitant medical products: item# 00.151505.444, lot# 61869990, item: liner and shell with plastic barrier 44 mm i.d. 54 mm item# 00771100900, lot# 62246921, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient received a pain treatment approximately five years post implantation due to extreme pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. During the investigation of (B)(4) it has been noticed that the complaint was already captured in (B)(4) with same patient / same issue / same operation side. (B)(4) wa noticed to be duplicate and will be set to not a complaint. Please delete this report from your database. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During the investigation of (B)(4) it has been noticed that the complaint was already captured in (B)(4) with same patient / same issue / same operation side. (B)(4) was noticed to be duplicate and will be set to not a complaint. Please delete this report from your database.